Manufacturer narrative:
A partial lead was returned for analysis in 4 segments. The connector portion measuring 7.2 cm, middle portion measuring 8.0 cm, middle portion consisting of stretched outer coil 15.5 cm and the distal portion 32.5 / 38.0 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for upgrade. During procedure, atrial lead sense testing revealed noise on lead. Physician proceeded to explant lead and commented that inner insulation appeared to be severed at level of suture sleeve. Physician also experienced difficulty passing stylet at the same area. The lead was replaced. Patient was stable before during and after the procedure.